Manufacturer narrative:
IV pole.

Event description:
It was reported by service report that both side rails could not be latched in the raised position; IV pole was loose and could potentially fall in an unintended direction. No pt involvement or adverse consequences are reported.